Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Upon review, the implantable cardioverter defibrillator was in backup vvi mode. The device status report could not be opened due to corruption. The device was explanted and replaced. The patient had no adverse event during and after the procedure.

Manufacturer narrative:
The reported event of bvvi was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier were tested, and no anomaly was detected. The cause of the field event is the integrated circuit in rf module.